Manufacturer narrative:
This report is submitted on may 05, 2021.

Event description:
Per the clinic, the patient experienced gradual decrease in performance with pain around implant site and tinnitus. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 6, 2021.